Manufacturer narrative:
Continued: e1- phone number:(B)(6) further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported rupture. The device remains implanted. This record relates to the right side.

Event description:
Explanting physician reported right side rupture. Healthcare professional later reported device is intact with capsular contracture, baker grade iii identified during surgery. Healthcare professional later reported ruptured device and the event of capsular contracture was not observed. Explant surgery has been postponed and device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Event description:
Explanting physician reported rupture. The device remains implanted. This record relates to the right side.

Manufacturer narrative:
Correction: g.3. Aware date of supplemental emdr 2 should have been listed as 03jan2025.

Event description:
Explanting physician reported, right side rupture. Healthcare professional, later reported, device is intact with capsular contracture, baker grade iii. Identified during surgery. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d.6a, d.6b, h6 the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.